Event description:
The customer stated that the monitor did not read the catheter card for the licox monitor. There was no patient injury. And no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Investigation completed 5/16/17. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Service history review: there is no service history for this complaint as this monitor is to be returned to the service center for the first time. Based on the complaint reported ¿monitor will not read catheter card¿, a review of the customer complaints was completed using the following key words ¿catheter failure¿ in the search criteria. The review encompassed from dates13may2016 to 13apr2017. A total of 23 complaints were reviewed of which there is one complaint which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. No further actions are deemed necessary at this stage of the complaint evaluation. Further trending will be completed as part of the failure evaluation and root cause analysis. The quantity of complaints in the complaint review (1) can therefore be calculated as (B)(4) (remote) of procedures. The evaluation verified the complaint as valid; the cause of the complaint issue was identified a broken thermo couple board. The cause of the broken thermo couple board was not determined.